Event description:
It was reported that during removal of the catheter, it separated with a portion remaining in the pt. It was decided not to remove the separated portion from the pt as there were no complications.